Event description:
I was told I needed a total r-knee replacement and went to hospital on (B)(6) 2011 and had zimmer put in my r-knee. I have check and it is not on the recall list but for 1 year I was always in pain, my r-knee gave away a total of 33 times of which I hit my head causing a concussion, edema. I am a fire fighter paramedic and was glad to hear that most people have anormal life after a tkr. Not so, I did my therapy with conviction because I always stay in shape because my job was to keep in shape. For a year this went on, my doctor stated to give it time and here is pain rxs. Most rxs were not use due to I have seen many people get addicted to them. I finally went to another doctor and he did MRI and a scope, finally we took out the zimmer knee and replaced it with a stryker. I am doing better but due to scar tissue damage, I cannot work again. People at zimmer want to get a bunch of paper work for them. They can do this, my new doctor has done great and no pain meds but due to having the zimmer in for so long, my knee will only bend to 90 degrees. So what next, I do not want some other person to have a life changing event as I did. My name is (B)(6), zimmer was put in at (B)(6) hospital (B)(6) 2011 and taken out (B)(6) 2012. The doctor at (B)(6) was dr (B)(6). Anything I should do short of a lawyer. My email is (B)(6). Thank you.